Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture dates: monitor: 4/30/2013; electrode belt: 8/27/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated within 24 hours prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in the hospital at the time of the treatment event on (B)(6) 2019. The patient remained in the hospital intensive care unit on telemetry where the patient reportedly passed away on the morning of (B)(6) 2019 around 5:00 am. Per review of the event, the lifevest delivered an inappropriate treatment shock at 22:52:43 on (B)(6) 2019 while the patient was in atrial fibrillation (af) at 150 bpm. The post shock rhythm was af at 120 bpm. Af contributed to the false detection. The response buttons were not pressed during the treatment event. At 4:20:37, the lifevest detected asystole. The patient rhythm was an idioventricular rhythm at 40 bpm slowing to 10 bpm and further degrading to asystole at 4:22:34. The patient was in asystole with CPR artifact from 4:22:34 until the device shutdown at 4:25:23. The patient passed away on the morning of (B)(6) 2019.